Event description:
This 51-yr-old female underwent silicone gel bam in 1976. The procedure was performed at another facility, thus this reporting facility does not know the name of the implant MFR. Recent mammography demonstrated suspicions of leaking prosthesis and pt chose to have them removed. Gross exam: both implants were ruptured.